Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that two aortic cuffs from another manufacturer were implanted for a proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4) film review: the exact cause of the aneurx migration, leading to the proximal type I endoleak, could not be determined from the films provided. The anatomy at implant is unknown, and earlier films post-implant were not available for review and comparison. It is possible that disease progression, with neck dilatation and angulation, may have contributed. Continued disease progression may have also contributed to the component separation and endoleak seen between the bifurcate and other manufacture¿s cuff.

Event description:
Additional information received as follows: it was reported that the type I endoleak was secondary to migration and was discovered 48 months post implant. It was also noted that the cuffs resolved the endoleak at that time.